Event description:
It was reported that the right atrial (ra) lead dislodged. It was noted that difficult patient anatomy and a previous congenital heart surgery contributed to the difficulty. The physician "was not surprised that the atrial lead dislodged." The lead was explanted and replaced approximately two weeks after original implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)